Event description:
A report was received via social media that the patient was having difficulty charging the ipg. The patient will undergo an unknown surgeries due to device not working. No further information could be obtained.